Event description:
It was reported that during an unk procedure, the device misfired. Staples did not form. A new device was opened and the procedure was completed. There was no reported pt consequence.